Manufacturer narrative:
The alinity c processing module serial # (B)(6) was evaluated and it was determined that the alnty c-series cuvtte dry tip was dirty and that the ict warming ring was worn. Replacement of the alnty c-series cuvtte dry tip and ict warming ring resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for the alinity system, alnty c-series cuvtte dry tip, or ict warming ring with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated chloride generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID 857 chloride result was 136 and when retested on another alinity analyzer, the result was 105 mmol/l (customer normal range 98 - 109 mmol/l) sid (B)(6) gave an initial result of 124 and when repeated on another alinity instrument the result was 104. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated chloride generated from alinity c processing module and provided the following data: on (B)(6) 2025 , sample ID 857 chloride result was 136 and when retested on another alinity analyzer, the result was 105 mmol/l (customer normal range 98 - 109 mmol/l) sid (B)(6) gave an initial result of 124 and when repeated on another alinity instrument the result was 104. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.